Manufacturer narrative:
User was in process of addressing alarm notifications and inadvertently pressed the button to shut down the system.

Event description:
Pump stopped during procedure and connection to quantum workstation and quantum ventilation module was temporarily lost. User hand cranked the pump until device reconnected and pump restarted. There was no patient harm.